Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient developed tass (toxic anterior segment syndrome) following ocular surgery.

Manufacturer narrative:
The customer completed a questionnaire. The patient was a (B)(6) year-old female, with cataract surgery on the left eye (os). No retrobulbar block was performed. No intracameral lidocaine was used. Lidocaine gel was used. A betadine prep was completed. Antibiotic eye drop were used pre-operative. A clear cornea incision at 2.2mm was completed. One side port was completed. The wound was intact with negative seidel. Balanced salt solution (bss) irrigation was used, with preservative free epinephrine (1:1000) added. No reusable tubing was used. The intraocular lens (iol) was implanted in the bag. No sutures were required. No surgical complications. The surgery was twenty one (21) minutes. The patient ocular history is severe myopia. The patient required an intravitreal injection, corticosteroid, and antibiotic on post-operative day one. The patient was not hospitalized. The patient did not experience pain. Hypopyon and fibrin noted. This was the only case of the day that developed tass with thirteen (13) surgeries completed that day. The directions for use were followed for steam sterilization. The patient had a vitreous tap culture, and no bacterial growth was noted after five (5) days. No white blood cells or organisms. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The company phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The system was manufactured on october 5, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting an intravitrial injection, corticosteroid, and antibiotic were required postop day one. The patient did not experience pain. Hypopyon and fibrin noted. This was the only case of the day that developed tass with a total of 13 surgeries.